Event description:
A malfunction alarm occurred without any notable events prior to it. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support provided information to reset the pump, assisted the customer with resetting it, and confirmed that the malfunction code did not recur after the reset. The customer was informed that they could continue using the pump and was advised to contact technical support again if the malfunction code recurred.